Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding their external devices. It was reported by the patient that 'for almost a year,' they have had difficulties connecting to their pump and getting various service codes. The patient confirmed the '(B)(6)' is one they had seen before and had seen the 0x code 'several times' despite pressing 'restart' every time they see it. Patient also described seeing screens relating to the 'switch communicator' from 'not found' and 'retry' from 'no pump found.' Patient stated they bolused before calling but it took them 5-10 minutes to get it. Agent assisted patient in connecting well to pump and patient read a 1hr 49min lockout. While connecting, patient stated 'almost every time' they had to restart myptm app in order to connect and mentioned it would 'stop at 91% for a good minute or two before finishing'. Patient confirmed neither device had been wet but the handset was dropped 'in (B)(6) 2023 or so' while in the case and some pieces of glass were gone in the top left corner of the handset. Patient confirmed the case was not broken when this occurred. Patient mentioned they thought their doctor 'put in' for a new one. Patient also mentioned they had a 'huge' dose of fentanyl.